Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during deployment procedure the stent allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the device was returned for evaluation. Based on the investigation performed in the laboratory, a 'perforation' of the sheath is confirmed with the corresponding cascading event 'partial deployment'. A deployment test was not performed due to the sample condition. The place where the strut perforated the sheath indicates that the first occurring event was the perforation, followed then by the partial deployment. The strut that perforated the sheath prevented the stent to be deployed. If the proximal end of the stent is not straight upon deployment, the struts could bent. Thus reaching and perforating the sheath before the tantalum markers (proximal end of the stent) reach the tip. Based on the investigation of the provided information, the investigation is closed as confirmed for 'material perforation' and the cascading event 'misfire'. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.' The instructions for use further state in regards to accessories: 'the use of an appropriately sized introducer sheath is recommended'. The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H10: d4 (expiry date: 09/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during deployment procedure the stent allegedly failed to deploy. There was no reported patient injury.